Event description:
It was reported that on an unknown date in 2022, during a tibial nail case, the new tibial nail advanced aiming arm would not click into the insertion handle. It was found that the prongs that overhang and click onto the inserter were broken off, possibly during the sterilization process. No further information is provided. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event occurred on an unknown date in 2022. Additional procode: hwc. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #: 03.043.029, synthes lot #: 2023566, supplier lot #: n/a, release to warehouse date: 09 dec 2020, manufactured by: (B)(4), no ncr's generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm/ radiolucent appears to be broken from both of the hooks from the latch, fragments were not returned. During the analysis of the complaints two subcategories of the aiming arm latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the aiming arm/ radiolucent. A jnj nr and CAPA were opened to further determine the manufacturing/process error that cause the complaint condition, and any further corrective/preventive actions if required will be determine under them. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.